Event description:
It was reported that stent dislodgement occurred. A 7.0x40x75cm express ld vascular balloon expanding stent was selected for a procedure. During the procedure, the stent had difficulty to cross the lesion. Upon removal of the device, the stent dislodged and remained positioned in the iliac artery. There was no inflation achieved. Another sent was required to cover the intended lesion and the procedure was completed. There were no further patient complications reported.